Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID 37092, lot# 296980002, implanted: (B)(6) 2011, product type: accessory. Product ID 3387s-40, lot# v798124, implanted: (B)(6) 2012, product type: lead. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Information was received from the company representative that reported impedance measurements were taken. The primary cell implantable neurostimulator (ins) was being replaced with a rechargeable battery due to normal battery depletion on the day of report. They were getting good therapy with the primary cell. Prior to change-out, the primary cell ins had >40,000 ohms on electrodes 3 and 11. No symptoms were reported and the patient was implanted for essential tremor and movement disorders. It was unknown if electrodes 3 and 11 were chronic high impedance. Additional information received reported they did not know the reason for the high impedances. The high impedances never resolved.